Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("genital bleeding") and autoimmune disorder ("autoimmune like symptoms") in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2018, vaginal bleeding since (B)(6) 2018, dysmenorrhea since (B)(6) 2018 and uterine enlargement since (B)(6) 2018. Concomitant products included doxycycline hyclate. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: pelvic pain incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("genital bleeding") and autoimmune disorder ("autoimmue like symptoms") in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2018, vaginal bleeding since (B)(6) 2018, dysmenorrhea since (B)(6) 2018 and uterine enlargement since (B)(6) 2018. Concomitant products included doxycycline hyclate. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report